Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed cuts in the insulation which occurred most likely during the surgery. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from an unknown source. There were no patient information after calling medtronic, boston scientific, st. Jude medical, and ela. The patient's physician had no patient information. There were no adverse patient events reported. Should additional information be received, this file will be updated.